Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level more than 500 mg/dl. The customer reported issues with the quick sets. The customer had no symptoms. The customer treated with a manual injection of 35 units of lantus. The customer did troubleshooting the issue. The infusion set will be returned. The insulin pump was not returned for analysis.